Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No add'l info was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, bleeding and dyspareunia. It was reported that the patient underwent excision of eroded mesh and cystoscopy on (B)(6) 2008 due to erosion. (B)(4).